Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
A customer reported observing leakage while using the homechoice device. The cause of the leak is unknown and the event was reported to have occurred during patient use. According to the report, the customer stated that ¿they are not sure what the fluid is, or where exactly it is coming from.¿ the patient discovered the leak ¿underneath the home choice machine¿, this observation was made after the patient reported to baxter homecare services (hcs), in which hcs insisted the leak was ¿coming from the cassette¿. The reporter stated there was patient involvement associated with this occurrence and also reported there was no patient injury, medical intervention, or adverse reaction. No additional information is available.